Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call, she was hospitalized due low blood glucose 28 mg/dl, current was 210 mg/dl. Customer believes the low was due to a device malfunction. Customer was found at home by a friend unconscious with cold sweats. Troubleshooting was performed and less insulin was noted on the reservoir then on the insulin pump status screen. Displacement test was performed and the device passed. Customer stated she might have bolused too much and she didn't eat enough. Customer was snacking between noon and the emergency room visit. The device wasn't exposed to an MRI. Customer was advised to monitor the device and call back if any issues call back. Customer's doctor had advised the customer to call and get the device replaced. However, the device is not returning for analysis.